Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed that reported symptom of sys error 105 through the history log, but could not reproduce it during eval. Eval found a severed motor mound screw to be lodged between the motor gears and preventing proper motor rotation. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was reported that when the device was returned to the customer from svc at baxter medina, the box was found damaged and the customer believed that the device may have been damaged in transit. It was reported that there was no pt involvement.